Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter is not working and the number in the window is reading a red 8. The representative found that while checking the connection, there was a loose usb connection from the computer to the io hub. Once the representative re-seated this, the system returned all normal functionality. The representative replaced the axiem box. The system then passed the system checkout and was found to be fully functional. Analysis on the returned axiem box resulted in no failure being found through functional testing and visual/physical examination. Analysis states that all ports are tracking normally. The axiem was let connected to a test for 24 hours without any issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the emitter was not chirping on the axiem system. The system showed that the controller was not showing as communicated. The representative restarted the system and re-seated all the connectors without resolution. The representative opened the em interface details and it showed that the controller was not appearing or populating. It was suggested to move the communication universal serial bus (usb) port to a different port on the computer to see if there were any improvements. There was no patient present when this issue was identified.